Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringes with bd luer-lok¿ tips had what looks like rust in the barrels. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that bd luer-lok disposable syringes with bd luer-lok tips had what looks like rust in the barrels. There was no report of exposure, serious injury, or medical intervention.